Manufacturer narrative:
(B)(4). Batch #: t94v89. Date of event is 2021. Event day and event month were not reported. (B)(4). Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe. Investigation summary: the product was returned for evaluation. In addition, the tyvek wrapper was received along with the device. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The instrument was disassembled and upon disassembly, the advancer was noted to be broken and two clips were found inside the clip track. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It should also be noted that product failure is multifactorial. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. Please reference the instruction for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the automatic clip applier jammed, being necessary to open a new clipper to continue the surgery. Patient consequence was not reported.